Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the screen of the device came off. The event timing was unknown. There was harm involved. It is unknown what kind of harm. No additional information available.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report,concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date. Result - hardware missing. Conclusion summary: on january 29, 2019, it was reported that the screen of the device came off. The customer returned an a.t.s. 2200ts tourniquet device, serial number: (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 2200ts tourniquet serial number: (B)(4) as documented in the repair reports in livelink. Product review of the a.t.s. 2200ts tourniquet on february 7, 2019 revealed that the screen was missing and the main cuff transducer (xdcr) was damaged. Repair of the a.t.s. 2200ts tourniquet was performed by zimmer biomet surgical on february 7, 2019 which included replacement of the display, front housing, flex assembly and main printed circuit board (pcb). A.t.s. 2200ts tourniquet, serial number: (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the screen was missing. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the screen was missing. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.